Event description:
This 12fr biliary drain had resistance with the plastic stiffener. While attempting to "lock" the drain in the biliary tree, the stiffener would not come free of the tube. The physician had to remove the drain and use another device. No permanent harm to the patient.